Manufacturer narrative:
One 9mm endoscopic cannulated flexible drill was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The drill head has broken off the shaft. The break is along the axis to the first spiral cut. There is tip flaring on the distal end of the drill head ID. Further examination of the drill head showed the primary cutting surface and flutes are damaged. The drill shaft is also slightly bent. Dimensional assessment of the drill confirmed it met print specifications. Material condition was confirmed to meet print specification. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. No further investigation is required. (B)(4).

Manufacturer narrative:
Device has been received, evaluation has not yet begun. (B)(4).

Event description:
During an acl reconstruction procedure it was reported that the surgeon used a 2.4 flexible pin followed by a 7mm reamer. He then widened his tunnel by using a 9mm reamer. The reamer broke at the 10mm mark approximately 20mm into the tunnel. This was a new, unused reamer. After approximately 1 hour, the head of the 9mm reamer was removed from the tunnel and all pieces were removed from the patient. Another set was opened and the procedure was completed. There was no patient injury reported.